Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-611-4 tibial impactor broke off during tibial implantation. This was discovered during a case.

Manufacturer narrative:
Complaint confirmed. Upon visual evaluation it was noted that the impactor head broke off near the hinge. There were also wear marks noted on the strike cap. The cause remains undetermined however, a likely cause is user-applied forces.